Event description:
Pt was getting inotropic infusion after cardiac surgery using alaris pump. After 2 hours of normal operation, the pump suddenly stopped functioning w/ "communication error" message displayed. Reset the pump but this occurred again after another 5 minutes of normal operation. Took pump out of service and replaced it with another alaris.